Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by user facility, there was a crack in the hub of an indwelling PICC device resulting in leakage. The PICC was replaced in it and the patient's condition was unaffected by the event. The used device was discarded as the hospital.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965251040 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2015 angiodynamics complaint report was reviewed for the xcela PICC product family and the failure mode, "hub extension tubing cracked/detached." No adverse trends were identified. Without receiving the device for evaluation, a definitive root cause for the reported device failure is unable to be determined. A potential root cause for the extension tubing fracture at the hub could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. See scanned page.